Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021 and stayed until (B)(6) 2021. Blood glucose reading was 700 mg/dl. Customer was not urinate at time of ketone test so customer was on dialysis for treatment. Customer was treated with intravenous insulin infusion. The customer stated they had symptoms feeling sick and unwell. The insulin pump will not be returned for analysis.